Manufacturer narrative:
(B)(4). The lot was manufactured from october 23, 2015 to october 26, 2015. The device was received for evaluation. Visual inspection revealed that the blue winged luer cap was not tightened. The cap was tightened, and a functional leak test was performed. No signs of leakage were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an analgesia infusor was leaking solution. This event occurred before patient use. There was no patient involvement. No additional information is available.